Manufacturer narrative:
One new sample (B)(4) was returned by the customer for complaint investigation. As received, there was no physical damage and no anomalies were observed. No mating device was returned. The sample was tested as per procedure finding and no internal or external leaks were identified after testing. The male luer iso meet product design specification. Without the return of the used set or the mating device, the customer's complaint could not be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a microclave® neutral connector that reportedly spun/popped off of the male luer at the distal end of a bd primary tubing set during a tpn (total parental nutrition) infusion at approximately 2:00 pm. The microclave was connected to the end of the PICC line where they would normally have it. This caused a leaking issue and concern for the vascular team at the facility. There was no adverse event and no one was harmed as a result of the reported event.